Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had jammed and failed. A field service engineer reseated the pyxisbus cable connection to the t-board. The device's functionality was verified through a hardware test application, and a pharmacy technician accessed the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer jammed and failed. The customer reported that a malfunction caused a delay in dispensing medication to the patient since the user accessed medication from another station. However, there were no adverse events or injuries reported based on this even